Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a faulty control panel and pump head. A definitive root cause could not be identified as the reportable malfunction could not be reproduced. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the flushing pump intensity could not be reduced. The issue occurred during a diagnostic colonoscopy. The procedure was completed without delay using the same device. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flushing pump intensity could not be reduced. The issue occurred during a diagnostic colonoscopy. The procedure was completed without delay using the same device. There were no reports of patient harm.